Event description:
Event description guidant received information that this ventricular lead was surgically abandoned during an device upgrade procedure due to noise on this unipolar lead, which caused oversensing of myopotentials.